Event description:
Consumer reported on (B)(6) 2011 that he had a needle break off in abdomen around (B)(6). Consumer went on ER and got x-rays and ultra sound. He also mentioned that he will go for surgery. On (B)(6) 2011, he informed bd that he had a surgery on (B)(6) 2011 to remove the broken needle. They were unable to find needle during surgery and he has a scar on left side of the abdomen.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history reciew was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.